Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose of 530 mg/dl. No mention of medical intervention. The customer needed assistance logging into her carelink and did not want to troubleshoot for her high blood glucose as she felt it was not the insulin pump. She tried to review her settings with medtronic but has not heard back. Nothing will be returning.